Event description:
Inadvertent balloon rupture of the transcatheter aortic valve replacement. Based on the balloon rupture, there is likely a piece of the balloon retained. Manufacturer response for aortic valve, prosthesis, percutaneously delivered, sapien 3 ultra system (per site reporter) manufacturer would like the device back for an inspection.